Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the meter was emitting frequent error 1 messages. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the meter was returned to animas and evaluated on 11/03/2014 with the following findings: the meter powered on normally and was successfully paired with a test pump. No errors occurred during the investigation. An error 1 code was observed in the meter download. The complaint could be verified in the pump¿s history but could not be duplicated during investigation.

Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.